Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was over 300 mg/dl. The troubleshooting was performed and the customer stated that they were able to clear the alarm but unable to complete the rewind. The device will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification .device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. However, device received with corroded motor home switch.